Event description:
It was reported that during an unk procedure, "the device malfunctioned".

Manufacturer narrative:
Date sent: 02/02/2009. Eval summary: the analysis results found that the ez45g device was rec'd in good visual condition and with a reload loaded on the device. The reload was noted not to be the original reload and it has a wedge band bypass as the right side was unfired and the left side was 7/8 fired. In addition, the reload was noted to be not properly loaded on the device as the right wedge was not in the wedge slot, but inside the reload knife slot, this is consistent with an improper loading technique. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. The reload the device insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place. For further info please refer to the instructions for use. The device was disassembled to verify the condition of the internal components and the right wedge was found bent this is consistent with the reload not being properly loaded. No functional test could be performed due to the conditions of the device. The batch record was reviewed and no anomalies were noted during the mfg process.